Manufacturer narrative:
The device was discarded by the hospital and will not be returned for eval. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during a total knee replacement surgery, the surgeon experienced a strike through of fluid that saturated his scrub pants in the upper thigh region. Add'l clinical info indicated that the reported strikethrough was noted after the completion of the surgery and the reported device was used to complete the case and then discarded. There was no contact of pt bodily fluids with the surgeon's skin or mucous membranes and the surgeon did not seek any sort of medical attention following the discovery of the strikethrough. There was no reported impact to the surgical procedure. No add'l clinical info was received prior to this report.